Manufacturer narrative:
Upon completion of the investigation it was noted that the a DHR review was performed for the medstream pump 91-4200 sn# (B)(4), (lot# cpmbdc), and it was observed that the lot met specifications when released to stock on october 23rd, 2013. The transaction logs from january 28th 2016 to april 15th 2016, related to pump serial number (B)(4), were sent to (B)(4) and were analysed: the provided logs showed that the pump had trigged a hardware failure [11] on the 21st march 2016. There was no anomaly observed before march 21st 2016, the flow was within specifications and no fls offset could be detected. Data were extracted from the pump at receipt, and sent to the r&d for analysis. Drug level integrity error present (hw[11]). The defect reported by the customer is confirmed. All parameters of the dosage program are correct. Visual evaluation. The pump was returned as follows: slight scratches were observed on the outer parts of the pump, 4 suture loops, approx. 19 punctures were observed on the filling septum, and 2 puncture were observed on the bolus septum. The fill level sensor (fls) test. An adaptation of the current method. Was done in order to characterize a potential fls offset: the measures were performed with smaller intervals (every 2ml approximately instead of every 5ml). Starting with the pump at 37° c, the pump passed the test. The measured values were within specifications. Starting with the pump at 42° c, the pump failed the test. For measurement points 0 to 5, the fill level sensor reported a value equal to 20 ml and a frequency of 0 hz. For measurement points 6 to 10, the frequency and volume¿s values reported by the fls, were correct. An fls offset was observed between the measures 0 and 5, with a remaining volume indicated of 20ml instead of being between 20 and 10ml. This offset over-estimate the effective level of fluid in the reservoir and is probably due to a temporary (related to the temperature / volume) short circuit in the fls coil. The defect reported by the customer was confirmed. An over-estimating fls offset was present. This can be explained by a short circuit in the fls coil that is present with a certain combination of drug volume and temperature. This short circuit may conduct to a measured fls frequency outside of the predefined range (200 - 360 khz), triggering the observed hw11. As the electrical integrity of the pump could not be guaranteed anymore, the pump was replaced. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted with the onsite technical support that the first pump interrogation performed during field visit gave the values indicating a fls frequency of 218 450 hz, corresponding to a measured drug volume of 20.00ml indicated by the pump sensors. This frequency was within the predefined range (200 - 360 khz), so this is not the frequency that did trigger the observed hw11. However, this frequency was out of the calibration range for this specific pump (268 ¿ 339 khz). This clearly indicates an fls offset that over-estimate the effective level of fluid in the reservoir. The temperature was 34.4°c. A ¿temperature sensor functional error¿ was present. In addition, a ¿drug level sensor integrity error¿ and ¿unacknowledged error¿ were reported. The pib recommendation was to clear all error flags and restart the pump program. The pump data were not collected after this step. The physician decided to empty the pump. The recovered volume confirmed the fls offset: 12ml were recovered from the pump reservoir, instead of the 20ml indicated by the fls. The pump was refilled with approx. 10ml. The fls indicated after this refill a value of 9.99ml which was consistent with the refill. The fls offset seams not being present at this point. The pump interrogation performed after this refill gave the values indicating a fls frequency of 287 304 hz, corresponding to a measured drug volume of 9.99ml. The temperature was 31.9°c. Such a low temperature may be explained by the refill with drug lower temperature, occurring short before the sensors interrogation. A ¿temperature sensor functional error¿ and ¿unacknowledged error¿ were present. The ¿drug level sensor integrity error¿ was not reported anymore. Short after this, the hw11 reappeared. A second field visit was organized on (B)(6) 2016. It was reemphasized to the physician that the error may reoccur at any time. Despite that, the physician decided to restart the program, with a higher daily dose. The next refill date had to be manually calculated based on the injected volume in the reservoir and on the programmed flow rate. On (B)(6), the physician decided to schedule a pump replacement for the next 3 weeks and he decided to refill the pump again with 10 ml morphine as there was no problem with the pump during the last therapy window. An over-estimating fls offset was present for a pump reservoir refilled at approx. 12ml. The offset was not observed anymore for a refill volume of approx. 10ml and a pump temperature of 31.9°c. The fls offset could be explained by a short circuit in the fls coil that would be present with a certain combination of drug volume and temperature. This short circuit may conduct to a measured fls frequency outside of the predefined range (200 - 360 khz), triggering the observed hw11. A frequency outside of the predefined range could not be captured by the performed sensors interrogations, but the 218 khz measured fls frequency was under the calibration range for this specific pump (268 ¿ 339 khz). The fls offset seems to be transitory as it was not anymore observed with lower volume. The fls offset will reappear for specific drug volume and temperature conditions, triggering an hw11 if the measured fls frequency is outside of the predefined range. A DHR review was performed for the medstream pump 91-4200 sn# (B)(4), (lot# cpmbdc), and it was observed that the lot met specifications when released to stock on october 23rd, 2013. The transaction logs from (B)(6) 2016, related to pump serial number (B)(4), were sent to (B)(4) and were analysed: the provided logs showed that the pump had triggered a hardware failure [11] on (B)(6) 2016. There was no anomaly observed before (B)(6) 2016, the flow was within specifications and no fls offset could be detected. The defect reported by the customer was confirmed. An over-estimating fls offset was present for a pump reservoir refilled at approx. 12ml. This could be explained by a short circuit in the fls coil that would be present with a certain combination of drug volume and temperature. However this could not be confirmed as the product was not returned for investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Hw 11 without MRI scan.